Event description:
On (B)(6) 2012, artificial urethral sphincter (aus) implant procedure was performed. Secondary infection occurred from the urinary fistula after the procedure. Percutaneous cystostomy was increased and conservative treatment was tried to perform, but there was not improvement. On (B)(6) 2013 aus was removed. Boston scientific has been unable to obtain additional information regarding the circumstances. Report on the case of artificial urethral sphincter implantation trouble: yosuke morisawa (nara medical university, takashima urology), ichigo torimoto, shunta hori, takashi iwamoto, takuya owari, katsuya aoki, nobutori tanaka, kiyohide fujimoto (nara medical university), kenji takashima (takashima urology).